Event description:
(B)(4). Cramping pelvic pain back pain severe headaches numbness in thighs severe mood swings ranging from depression to anger blurry vision weight gain stomach pain worsens when bending over.